Manufacturer narrative:
H4: the lot was manufactured between september 08, 2020 to september 10, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Magnified inspection was performed and no fragment of paper/packaging or damage was identified. Functional testing was not performed for this complaint. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fragment of paper or packaging was observed in the em2400 valve set. The event occurred during compounding. Therefore, there was no patient involvement. No additional information is available.